Manufacturer narrative:
The observed external cannula tear is related to action # 9056196-05/20/2026-002-c. The device was received having generated an 0x67 hazard alarm, indicating occlusion during runtime. Timeouts were observed in tandem with the hazard alarm. A tear in the exposed portion of the soft cannula was observed. During fluid path testing fluid was observed to leak from the tear. The cause of the reported 0x67 hazard alarm could not be determined. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone18.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 250 mg/dl while wearing the pod on their leg for between 4 and 24 hours. The patient reported there was a pod hazard alarm occurred. The device evaluation found a tear in the cannula.